Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient reported that they experienced a cgm accuracy issue which occurred 8 days after sensor insertion into the abdomen. On (B)(6) 2024, around 12:00am, the patient¿s cgm was reading low mg/dl, and the bg meter was reading 400 mg/dl. The patient was wearing an omnipod insulin pump. The patient was experiencing a headache and nausea. Later that day, around 1:00pm, the patient called her doctor and was advised to test her bg meter reading again, which was high mg/dl. Around 9:30pm, the patient decided to go to the emergency room (ER). Once at the ER, the patient¿s bg meter reading was 500 mg/dl and then once her blood work came back, her bg level was 700 mg/dl. No cgm comparison value was reported at this time. The patient was admitted to the hospital and treated with an intravenous (IV) insulin drip. A stroke and diabetic ketoacidosis dka were ruled out. The patient was discharged the following day, around 1:00pm (less than 24 hours). The patient was in stable condition at the time of report. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.